Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose levels as low as 2.3 mmol/l with dizziness associated with occlusion alarms. The patient reported treating the low blood glucose with oral carbohydrate. The patient reported having an blood glucose of 11 mmol/l after eating breakfast and the patient reported attempting to deliver a bolus to correct but the bolus kept occluding. Troubleshooting was conducted and concluded that the occlusion issue was likely related to site issues. The patient reported reentering the amount of the intended bolus multiple times but the pump continued to alarm for occlusions. The pump history was reviewed and found that the patient had taken a total of 19.1 units between 6:40 am and 7:50 am instead of the intended amount of 6.8 units. Customer support reviewed the process of checking the pump bolus history to see how much of the bolus was delivered prior to programming the remainder of the bolus but the patient was unfamiliar. This report is made based on the allegation that the patient experienced hypoglycemia related to use error; the patient reportedly reprogrammed boluses without reviewing the pump bolus history to determine the amount of insulin previously delivered.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed no record of occlusion. The daily insulin delivery totals correctly reflected the programmed basal rates. There was no data in the black box or download histories from the date of the reported occlusions due to continued patient use. During testing, the pump successfully performed rewind, load and prime without alarm. The force sensor was evaluated and found to be within specifications. The pump was exercised for 29 hours without occlusion occurring. An occlusion was induced for investigation and the pump gave the appropriate visual and audible ¿occlusion detected¿ alarm. The pump was found to be delivering insulin as intended without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.